Event description:
It was reported that the insulin pump had a physical damage; scratches going across the screen from the top to the bottom. The customer's blood glucose was 122 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window and cracked battery tube threads.